Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the there was a connection issue between a peritoneal dialysis (pd) transfer set and titanium adapter. While in use by the patient, the patient connector of the transfer set disconnected from the titanium adapter. To resolve the issue, both the transfer set and titanium adapter were replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection with the naked eye noted scratch marks on the external flat surface of the adapter (likely related to tool marks when opening or closing the adapter), not in the seal area. All box dimensions of the sample were measured and met specifications. Functional testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.